Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's grandmother reported via phone call that the insulin pump had scratches on the display window and made it hard to read the screen. The customer's blood glucose was 380 at the time of incident. The customer's grandmother stated that the insulin pump was dropped and the reservoir compartment was also damaged. The customer's grandmother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.